Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results not verified. Customer feels dizzy and observed symptoms of a headache. Medical intervention is not required at this time. Back to back blood test not able to be performed due to expired test strips. Storage of test strips not verified. Test strip lot manufacturer's expiration date is 11/24/2012 and open vial date not verified. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results not verified. Customer feels dizzy and observed symptoms as a headache. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test not able to be performed due to expired test strips. Storage of test strips not verified. Test strip lot manufacturer's expiration date is 11/24/2012 and open vial date not verified. Recall test results performed non-fasting from meter memory: "hi" (B)(6) 2015, 07: 58pm; 503 mg/dl, (B)(6) 2015, 07:58pm; 300 mg/dl, (B)(6) 2015, 07:58 pm; 200 mg/dl, (B)(6) 2015, 07:58 pm; 185 mg/dl, (B)(6) 2015, 07:58 pm. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. Internal report # (B)(4).